Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces." The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.

Event description:
It was reported a patient underwent a hip revision procedure on (B)(6) 1997. Subsequently, the patient was revised on (B)(6) 2013 due to osteolysis. The modular head, acetabular component and polyethylene liner were removed and replaced.